Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following a cataract extraction with an intraocular lens (iol) implant procedure, the consumer experienced distant shadows and dry eye. The patient used eye drops and punctal plugs but doesn¿t help that much. Additional information has been requested. There are 2 medical records associated with this event. This report is for the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).